Manufacturer narrative:
(B)(4).

Event description:
The pump was implanted in 2004 (exact date not reported). The system "has not worked correctly for years" and the hcp filled the pump with saline. The pump "has not been touched" for years. The pt took oral pain medication. Pt info was not reported. Device info was not reported. Hcp info was not reported. Further follow-up was not possible.